Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a high blood glucose exceeding 400 mg/dl. The patient's blood glucose increased due to many trips and parties. The customer was treated and released. No products were returned or replaced at this time.